Event description:
Weight gain; breast implant illness. Gastrointestinal vertigo, tinnitus, bloating, depression, fatigue, migraine, back pain, muscle ache, anxiety, blurred vision, joint pain. FDA safety report ID # (B)(4).